Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that patients were not appearing at the station. A technical support specialist reported that the customer confirmed the issue was on the hospital¿s side. Permission for case closure was granted by the customer.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower patients was not showing. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.